Event description:
The customer reported that during a pediatric colon procedure, the device had been used for half of the case when the surgeon noticed that it was not as sealing well as during the first part of the case. Oozing was noted and the surgeon thought that the desiccation of the tissue was not adequate. The amount of oozing was not made available by the site contact. End tones, indicating a complete seal cycle, were provided by the generator. The surgeon stopped using this device and opened another one to complete the case. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.